Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, siphon, and preimplantation testing. However, the valve did not meet the requirements for pressure-flow testing. There was crystalline debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the physician noticed a hole when they were checking the device intra-operatively. According to the report, the device was never implanted and the patient's status was alive-no injury.